Event description:
It was reported to covidien on 01/15/2013 that a customer had an issue with a dialysis catheter. The customer reports the pt has a long term catheter in place. The catheter adapter has fallen apart and is crumbling. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: 01/28/2013. An investigation is currently underway. Upon completion, the results will be forwarded.